Manufacturer narrative:
Concomitant medical products: a5dr01 ipg, (B)(6) 2016. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately three weeks after a device change out with implant of an absorbable envelope the patient developed an infection. The implantable pulse generator (ipg), envelope, and leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.